Event description:
Reporter indicated that during generator replacement surgery for end of service, the lead was found to be severed. It was initially believed that the lead was severed during the generator explant procedure; however, further investigation revealed that initial reporter indicated that the lead was severed prior to the surgical procedure. Analysis of returned product revealed that the lead break occurred while stimulation was not present, indicating that it may have been damaged during the generator explant surgery. Investigation to date has been unable to determine when or how the lead break occurred.